Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that  the patient didn't have their programmer with them when they were in the hospital and that it never held a charge for them. The patient stated the doctors had to page a manufacturer representative (rep) to turn off the patient's therapy. The rep came and used their own programmer to connect to the patient's settings and it was discovered the therapy was already off. The patient stated they didn't know it was off and didn't know why, when or how it was turned off. Patient services is flagging this call because of that reason. The patient's reason for call had been to ask for a replacement handset because the rep had told them to call patient services to request one. Patient services reviewed that the healthcare it team could assess the issue and potentially send them a replacement if necessary. The call ended after patient services warm transferred the patient to healthcare it to troubleshoot their handset issue. Documented reported event. No further action was taken by patient services. See general text for omitted information regarding patient's stroke

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.